Event description:
It was reported to boston scientific corporation that an obtryx ii sling was implanted into the patient on (B)(6) 2013 for the treatment of stress urinary incontinence. The procedure was completed without complications. On (B)(6) 2015, the subject presented with urinary retention. No treatment has been given and the event has not yet resolved. This patient was enrolled in the (B)(6) clinical study. The investigator for the study assessed the event as moderate in severity, procedure related, sling related, and not delivery device related.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.